Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer's sister reported that customer passed away on (B)(6) 2014 while at the hospital. Customer was hospitalized on (B)(6) 2014. She was having difficulty controlling her blood glucose and blood pressure. The cause of death was a stroke, secondary to complications form diabetes. Customer's blood glucose at the time of death was unk. It was unclear whether customer was wearing the device when she passed away. The device is still currently at the hospital. Nothing further reported.